Event description:
Customer reportedly obtained results of 367 mg/dl and 376 mg/dl within 10 minutes on the advantage system while the doctor's device read 140 mg/dl within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of the suspect system and replacement product was sent.